Manufacturer narrative:
Previous medwatch submission noted rupture. Upon further quality review, the event of rupture is being unreported since the device was not PMA approved at the time when rupture was initially reported (on 13/jan/2015). Because the event of rupture occurred/ was reported prior to PMA approval, rupture will remain not reportable. Initial aware date 13/jan/2015.

Event description:
The event of rupture is being unreported since the device was not PMA approved at the time when rupture was initially reported (in 2015). Because the event of rupture occurred/ was reported prior to PMA approval, rupture will remain not reportable.

Manufacturer narrative:
Continued e1 (email address): (B)(6). Continued e1 (facility name): (B)(6). Continued h6 (health effect - impact code): f2203. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.